Manufacturer narrative:
(B)(4).

Event description:
The patient had his pump removed because he had meningitis. The type of medication in the pump was not provided.

Manufacturer narrative:
Product ID: 8709, lot# l78725, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Product ID: 8709, lot# l78725, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).